Manufacturer narrative:
The biomedical engineer reseated connector going to the control pca. The connector was now tight. The device passed the self-test without error. The device was put back into service. The device remains at the customer site.

Event description:
The customer called into philips to report the device was failing the self-test and then would display a 10003 error. There was no reported patient involvement / adverse patient impact.